Event description:
Additional information received from the manufacturer representative (rep) reported that the leads had not migrated, they were just malpositioned. The leads were reimplanted, but the rep did not know the outcome of the initial programming.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3389s-40, lot # va13nw3, implanted: (B)(6) 2016, product type lead; product ID 3389s-40, lot # va13hq2, implanted: (B)(6) 2016, product type lead.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the device and leads would be removed because the placement of the lead was not providing adequate results for the patient. There was no complaint regarding the function of the device. The surgery was scheduled for (B)(6) 2016. The rep later reported that the leads were malpositioned and the patient was not receiving therapeutic benefit. Despite trying to optimize therapeutic settings, he was not receiving adequate response. It was unknown if any environmental or external factors led to the issue. The leads would be removed and two new leads would be reimplanted. The rep further reiterated that there was nothing wrong with the system, the revision was being done due to lead placement. The patient's indication(s) for use were parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.